Event description:
A report was received that a facility was checking the mec for cidex activated dialdehyde solution only once a day and not prior to each processing. They were using a minimum immersion time of 20 minutes instead of 45 minutes and did not rinse the device appropriately under running water. A customer care center (ccc) associate informed the caller that such usage was not the recommended instructions for use as per the product IFU and that there is no guarantee that high level disinfection was achieved. Asked about any pt reactions or cross contamination, the caller stated that none had ever been reported.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, trending by problem code, health hazard evaluation, and failure mode and effects analysis. No lot # was provided; therefore, a complaint lot history review was not performed. A review of the complaint history from august 2009 through september 2010 for cidex activated dialdehyde solution with the problem code "hr - procedure related" revealed 6 complaints, of which 5 were of a similar nature where the customer is only disinfecting their devices in cidex for 20 minutes and not the 45 minutes stated in the IFU (instructions for use) and/or not testing the solution prior to each use. (B)(4). The association for professionals in infection control and other professional societies has guidelines that recommend the use of 2% glutaraldehyde to achieve high level disinfection in 20 minutes at 20 degrees c known as the 20/20 claim. (B)(4). The IFU was not being followed. No product was returned for evaluation. No further action is required. Asp will continue to monitor for trends.

Manufacturer narrative:
(B)(4): incorrect use of device.